Manufacturer narrative:
The device was received by resmed technical service in (B)(6). The system failure (sf74) indicating software task error was confirmed. The flow sensor was replaced to address this issue. The safety risk and occurrence rate for this failure mode have been assessed and there is no pt safety risk associated with this fault. (B)(4).

Event description:
(B)(4)